Event description:
The manufacturer became aware of a literature published by the department of orthopaedics and traumatology, san luigi gonzaga hospital, university of turin, italy. The title of this report is ¿minimally invasive reduction of vertically displaced sacral fracture without use of traction table ¿, published on february 24, 2011, which is associated with the stryker ¿asnis iii cannulated screw¿ system. The article can be found at doi 10.1007/s10195-011-0132-4. This report includes analysis of the clinical data that was collected on 11 patients, and the cases in this study range from april 2007 to march 2008. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 2 patient experienced screw-related pain, which required ilio-sacral screw removal. The report states, ¿in two cases, ilio-sacral screw removal, due to screw-related pain, was performed 9 and 11 months after surgery. ¿

Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged screw-related pain could not be confirmed, since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device not available.

Manufacturer narrative:
Correction: link to the published article: https://jorthoptraumatol.springeropen.com/articles/10.1007/s10195-011-0132-4.

Event description:
The manufacturer became aware of a literature published by the department of orthopaedics and traumatology, san luigi gonzaga hospital, university of turin, italy. The title of this report is ¿minimally invasive reduction of vertically displaced sacral fracture without use of traction table ¿, published on february 24, 2011, which is associated with the stryker ¿asnis iii cannulated screw¿ system. The article can be found at doi 10.1007/s10195-011-0132-4. This report includes analysis of the clinical data that was collected on 11 patients, and the cases in this study range from april 2007 to march 2008. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 2 patient experienced screw-related pain, which required ilio-sacral screw removal. The report states, ¿in two cases, ilio-sacral screw removal, due to screw-related pain, was performed 9 and 11 months after surgery. ¿